Manufacturer narrative:
Recall number: this ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-02845. The patient has two leads implanted with the same lot number. It was reported the patient does not feel stimulation at maximum amplitude. Diagnostics indicated low impedance values on one of the patient's leads. The patient stated having done heavy lifting. The abbott representative was able to restore stimulation using the other lead. Surgical intervention is planned to address the affected lead with low impedance values.